Event description:
It was reported that, "osteolysis of t liner/shell. Revised to zimmer shell and liner and pca 36mm head."

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. The lot code and catalog number for the reported device was not provided. The x-rays and medical records were requested, but not provided. If add'l info becomes available then it will be submitted in a supplemental report.